Event description:
Additional information received reports pain at implant site. The patient was experiencing pain in the hip where the implant was for the past 3 weeks. The patient has an appointment with the healthcare provider four days after the reported event date and wondering if he should turn the ins off. Patient service reviewed it between patient and healthcare provider.

Event description:
Additional information received reports the patient had pain at ins (stimulator) site and low back since (B)(6) 2014, especially when bending. The patient saw healthcare provider in (B)(6) 2014 and an x-ray was taken. The healthcare provider did not think the pain was from the ins. The patient mentioned that healthcare provider had the patient turn the ins off in march 2015. Ins site was not red, swollen or warm. Increased baseline pain was reported. The patient indicates there was no known accident or incident related to this complaint. The location of the patient's symptoms was low back at ins location. The patient was currently looking for a healthcare provider to manage device.

Manufacturer narrative:
Product ID 3889-28, lot# v467820, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was feeling pain at the implant site. Started feeling pain a week ago. It was a lot of pain and bothers him a lot. He fell on his knees this summer. The patient mentioned he used to have two inss (stimulator) and in (B)(6) 2013 healthcare provider implanted only one ins. The patient saw healthcare provider last week but he did not examine the patient. It was reported five days later that the patient was having severe pain for two weeks when he was walking, bending, laying down, or picking up something because of how the ins was implanted. The patient reports he saw healthcare provider and he have an appointment on (B)(6), to have ins remove. The patient was offered help to turn stimulation off because he was in pain. The patient reports he did not have programmer with him to turn stimulation off. He reports ins/therapy never helped him. The patient had prostate cancer and therapy was supposed to help his bladder but it did not. The patient was not getting help from the device. The patient called in almost two weeks later because, the device never worked for him and he wanted to know what he should do. The patient reports never having therapeutic effect. The device was never effective. He wears 5,6,7 pads a day. He was suffering from immense pain. The patient said because of the pain, he can't sleep and sometimes can't get up. He has severe back pain where the battery was located. This started maybe a little more than a month ago. The pain has gotten worse. He saw the representative every 6 months. The patient reports last year he had ins replace because prior ins was weak and damaged. Additional information received reports the patient called in two weeks later and said that he was going to have the device explanted on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Upon further review, a correction should be made patient code: (B)(4) does not apply to this event. Instead the patient not experiencing therapeutic effect for their bladder since implant (compared to their previous device) should be coded as device code:(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he wants to get the entire system removed, but his managing healthcare provider (hcp) will only remove the ins battery, and not the lead. The patient states that other people have gotten the entire system removed and he doesn't want to leave the lead implanted. Patient services reviewed that it is a medical decision to get the implanted system removed that needs to be addressed by a hcp. Patient services reviewed that the patient can get a second opinion from another hcp, and offered to send physician listings. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated ¿I have my device, it was an amazing an advantage in my bladder until (B)(6) 2013, from this date onto now, I have no relief of my bladder, every day becomes more worse and worse. I am going to the washroom 8-10x per night, and this device does not help me. What I need is to speak to one of your doctors. I wanted to take this device out, I had a plan for today, but after receiving a letter from you guys, I decided not until I talk with your doctor. What the doctor is saying to me, is that he would take out only the part of the device where the battery is in the left side of my hip. What would happen with the part in my bladder? He¿s saying there is no part in the bladder, so what must I do? I want someone to give me a call back as early as possible, because I was supposed to go and take this device out today, but after receiving your letter yesterday afternoon, I decided not to go until I hear from somebody that sent this letter to me.¿ no further complications were anticipated/reported.